Event description:
In (B)(6) 2017 10 months after my partial knee surgery, I went to doctor, a knee specialist and explained to him how I still have pain in my left knee and how it still gives out on me when I am walking at different times of the day and popping sound it still makes when my left knee gives out, also how the pain wakes me up at night when I am sleeping. I also explained to him how the medication that I was stilling taking was not doing anything to relieve my pain. I also explained to him how the swelling in my left knee has never went down after my surgery, in fact the swelling had gotten bigger. I had been going to my knee specialist for follow up appointments for over 6 months. I had been going to my primary care doctor for follow up for over 6 months as well. I had to go to my primary care doctor in (B)(6) 2017 for issues with knee replacement. The doctor examined my knee and determined I need to see another specialist asap which I was referred to new knee specialist. I went to the new knee specialist which he examined the knee and said something is wrong with the knee. Test and x-ray was done on the knee upon completion of all test and x-rays it was discovered the knee implant had come loose from the left distal femur in my left knee. It also indicated there was a mild demineralization of the medial femoral condyle on the lateral view which could indicate loosening in my knee. The doctor also stated that the popping sound I hear is the sound of loosening in my left knee and the implant was loosening from my bone. Doctor recommended that I would have to have another left knee surgery. This surgery would be a total left knee replacement. Surgery was scheduled for (B)(6) 2018 which I had done. The knee replacement device from my first left partial knee replacement surgery that was used is the (B)(6) system.